Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) raised concerns about the biv trigger pacing potentially causing ventricular tachycardia (vt). Upon review, there were no significant vt events, and the device appeared to be functioning properly. The issue seemed to be related to oversensing by the left ventricular lead, which led to inappropriate pacing. This was likely triggered by premature ventricular contractions (pvcs). Technical services suggested adjusting the device settings to address the oversensing and improve the pacing. No adverse effects were reported, and the device remains in use.